Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for retraction failure with the incident lot was observed. Additionally, evaluation of the customer samples was performed and retraction failure was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through of CAPA 1118702 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that after venipuncture the needle did not fully retract with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: after conclusion of the venipuncture, the needle did not fully retract within the device. Needle has since retracted on its own after the fact, but a picture was captured prior to it retracting. This occurred during collection of blood from a subject for a clinical study. No adverse events occurred during this time.

Manufacturer narrative:
Medical device type: jka, fpa. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after venipuncture the needle did not fully retract with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: after conclusion of the venipuncture, the needle did not fully retract within the device. Needle has since retracted on its own after the fact, but a picture was captured prior to it retracting. This occurred during collection of blood from a subject for a clinical study. No adverse events occurred during this time.